Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: observed, broken on anterior side assessed as surgical damage. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, g1, g2, h6.

Event description:
Device has been explanted.